Event description:
It was reported that the programmer was making loud noises and overheating. The programmer has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product event summary: at analysis the stated reason for return was not confirmed, there was no "overheating" observed. It was noted that the upper handle was cracked, the power supply fan was noisy and there were errors in the update history. The upper handle and power supply were replaced, new software was installed and the programmer then passed all testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer had been returned for service.